Manufacturer narrative:
During a follow up on 29may2024, different lot number provided than was reported and noted on the initial MDR correction to d(4): lot number changed from unavailable to pd1u07062321. Expiration date changed from unavailable to 7/6/2025. Primary UDI number changed from (B)(4). Correction to h(4): device mfg date changed from unavailable to 7/6/2023.

Event description:
It was reported the cannula did not deploy. No adverse patient impact was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.